Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/27/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please refer to the attached photo as 3rd patient event and provide the following additional information: initial procedure date for 3rd patient event? What date did the reaction occur on? What was done to address the reaction? Were prescription steroids administered? If so, please provide type, dosage and length of time please indicate if there was any additional medical or surgical intervention performed? Was the blister drained or aspirated? Was the product removed? Was another method used to close the incision? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Can you identify the lot number of the product that was used? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions). Additional information was requested and the following was obtained: how was the device was used (what layer of tissue and how many layers applied)? Prineo/dermabond used to affix skin, after stratafix 1 used to close joint capsule, 2.0 vicryl to approximate subcutaneous tissues, 3.0 vicryl to approximate skin. What was the location and incision size of prineo application? - left knees, incision approximately 20-21 cm. What prep was used prior to prineo application? Was the prep allowed to dry prior to prineo mesh application? Please describe how the adhesive was applied on the tape? Skin is cleaned with a saline/iodine solution and dried. No iodine used if known allergy. Tape is applied from tibial (inferior) incision to proximal incision, without pulling. Dermabond applied over prineo. Prineo cut to 1 cm on either side of incision. Was the mesh placed over the entire length of the incision? Yes. Was the dermabond liquid adhesive placed to cover the entire length of the mesh? Yes. Did the prineo mesh extend beyond the patient incision? Yes, by 1 cm. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? Only to be cleaned with slaine/iodine solution. Dried with a clean lap sponge. Was the skin prep solution wiped off and let dry before applying adhesive? Yes. Was a dressing placed over the incision? If so, what type of cover dressing used? Non-adhesive abd pad and wrapped with an ace wrap, once dermabond has dried completely. What was the angle of the knee during application? A 90 degrees flexion, and left this way until the dermabond dries. What date did the reaction occur on? Approximately 2 weeks following surgery (B)(6) 2017. What does the reaction look like? Please provide details. Contact dermatitis reactions in the shape of prineo, with blistering around prineo margins and redness. The second reaction developed with itching and some blistering around the margins of prineo, followed by removal of the epidermis at the proximal wound. How large of an area does the reaction cover? The length is ~ 20-22 cm, with width the width of the prineo strip. What was done to address the reaction? Immediate removal of prineo in both cases. With dry, non-adherent dressing, 4 x 4's and mesh stocking applied. The 2nd reaction will be sent to wound care for further management. Were prescription steroids administered? If so, what type of medication was used to treat the reaction? What was the dosage? When (date) was the medication administered? Were antibiotics prescribed? What type of medication was used to treat the reaction? -for the second reaction only, keflex 500 mg bid x 10 days. What was the dosage? A 500 mg. When (date) was the medication administered. Started yesterday. Was there any medical or surgical intervention to treat the reaction? If so, please clarify. None. Was the blister drained or aspirated? Was the product removed? Was another method used to close the incision? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? No. Can you identify the lot number of the product that was used? Unknown at this time. What is the most current patient status?

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on unknown date and the topical skin adhesive was used on the left knee to affix skin from tibial/inferior incision to proximal incision, without pulling. Non-adhesive pad was placed over the incision and wrapped with an ace wrap, once topical skin adhesive has dried completely. Approximately two weeks¿ post-op, (B)(6) 2017, the patient presented with blistering rash like reaction from topical skin adhesive. It was also reported that the patient possibly experienced itching, redness and/or contact dermatitis reaction with blistering around mesh margins followed by removal of the epidermis at the proximal wound. The topical skin adhesive was immediately removed and the patient possibly was sent to wound care for further management. The reaction was possibly treated by keflex 500mg bid for ten days. Additional information has been requested.

Manufacturer narrative:
Additional information was received indicating that there was no patient event. This event was previously reported under report #2210968-2017-31052.